Event description:
Additional information received stated that the handpiece was used for less than a month.

Manufacturer narrative:
H3: analysis: the drill body was without mechanical damage. The color was not changed. Wire was without damage. The plug was not deformed. Fully fits into the connector. The tip of the chuck was slightly dirty. The locking mechanism of the bur works well. Bur was inserted into the cartridge well. When turned on, the drill works. There were no coolant leaks from the motor housing. Signal plates on the plug are in place. The drill, when connected to the console, was recognized correctly. When testing for 1 min, heating of the middle bearing was detected, cartridge up to 139 f (131 f tolerance within 20 minutes). Handle temperatures when tested within 5 min of change after 90 minutes of non-stop operation did not exceed 104 f (120 f tolerance). Handle temperatures tested for 20 min changes 111 f (131 f tolerance). After removing the chuck, grease had leaked from the middle bearing. Repair description: the handle was opened. Internal components were free of contamination. Troubleshooting has been carried out. Replaced the bearings of the cartridge. Replaced chuck tip. Replaced bur conductor. Replaced the cartridge seals. The body was sealed. Handpiece assembled and successfully tested according to protocol h6: the fdm b17, fdr c20 and fdc d14 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported about handpiece strong heating and noise during operation. There was no patient impact.